Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing was damaged during use on (B)(6) 2024. The infusion set was in use for 12 hours. The blood glucose level at the time of event was 600 mg/dl and there was an increase in ketones. The patient resolved the event by taking correction bolus via pump and was given water and insulin. The patient changed the infusion set and resumed insulin successfully. No further information available.